Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not confirmed as the issue was not duplicated during testing. The as5000 system was sanitized, evaluated and was found to function in accordance with manufacturer specifications. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had appeared in medical engineering with a faulty sticker on, so users were asked to look at the device as there was no information on what was wrong with it and staff were unsure if it was faulty or not. It was stated that when checked, the device alarm was set to empty. The user attached a drain bag to the empty and remaining water, and it drained half of the drain bag. The user then attempted to fill the device, but it would not fill. The user tried another fill tube, but it still would not fill. Therefore, the user had arranged for it to come back to bd to be checked. The user has looked at the data, and it appears the event might have been on (B)(6) 2023, as this was when it was last used. Per follow up review of wo on 13jul2023, there was no patient involvement.